Event description:
It was reported that the patient's right atrial (ra) and right ventricular (rv) leads exhibited lead noise. The ra and rv leads were explanted and replaced. The patient was stable throughout.

Event description:
Additional information received indicated that the right ventricular (rv) lead exhibited noise oversensing which caused pacing inhibition. It was also noted that the right atrial (ra) lead exhibited noise oversensing which caused inappropriate automatic mode switch.